Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received twelve inappropriate shocks due to atrial fibrillation with rapid ventricular response. It was not specified how many episodes took for the patient in order to receive the shocks. The patient was admitted and was reported to have a mental illness. The device has been in service for 11 years and when interrogated, it was noted that the device had reached battery capacity depleted four months before the inappropriate shocks. Boston scientific technical services advised to replace the device as soon as possible and noted that due to the device's current status, it was not possible to perform data analysis in order to determine how many shocks the device could still provide if there was the need of critical therapy. The device remains in service, no additional adverse effects were reported. The device is expected to return after replacement. Subsequently, the device was explanted due to normal battery depletion without additional adverse effects reported and returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac re-synchronization therapy defibrillator (crt-d) received twelve inappropriate shocks due to atrial fibrillation with rapid ventricular response. It was not specified how many episodes took for the patient in order to receive the shocks. The patient was admitted and was reported to have a mental illness. The device has been in service for 11 years and when interrogated, it was noted that the device had reached battery capacity depleted four months before the inappropriate shocks. Boston scientific technical services advised to replace the device as soon as possible and noted that due to the device's current status, it was not possible to perform data analysis in order to determine how many shocks the device could still provide if there was the need of critical therapy. The device remains in service, no additional adverse effects were reported. The device is expected to return after replacement.